Event description:
Male pt had an insertion of an inferior vena cava filter. The filter apparently did not deploy normally. No adverse outcome to the pt. The MFR -bard- was notified of the product problem on 03/01/06.